Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. The unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood & gas flows) the results are as follows: 169 mmhg blood side pressure drop reason for the return was not confirmed. Correction e. (Facility name): field was updated. Additional information b5: the device was replaced to complete the procedure. The patient had ventricular fibrillation (vf) requiring 10 defibrillations. After the surgical procedure, the patient had a reperfusion injury and a restricted pump function. There was an inability to perform a complete circulatory arrest. Medtronic received additional information that the customer had to open the clamp after cardioplegia to replace the device with a new oxygenator. This requires the customer to cool the patient for replacement; however, it was not possible to cool the patient as the pressure was too high to continue perfusion. The pressure increased very suddenly. Delta p was 306mmhg. Delta p was approximately 200mmhg after 10 minutes on cpb (cardiopulmonary bypass). Noradrenaline and magnesium were administrated to minimize delta p during the case. Jonosteril and heparin were given during priming. The pressures were measured pre and post oxygenator. Heparin dosing monitored using act (activated clotting time) to achieve optimal therapeutic response. The minimum act value was 480 seconds. Dosage was given per 400ie/kg of the patient's weight. The temperatures pre and post oxygenator was 36°c. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a high pressure increase was identified with the fusion oxygenator during use. The use of the device was unspecified. It was unknown if there was any complications as a result of the event.

Manufacturer narrative:
D.4 and h.4 exp and man.dates updated fdr code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.